Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid') in an adult female patient who had essure (batch no. B02269) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she underwent an essure confirmation test.". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), feeling abnormal ("brain fog"), mood swings ("mood swing"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia),"), urinary tract infection ("urinary tract infection"), vulvovaginal mycotic infection ("yeast infection"), headache ("headaches"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), fibromyalgia ("fibromyalgia"), ovarian cyst ("ovarian cysts"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, pelvic pain, feeling abnormal, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, vulvovaginal mycotic infection, headache, depression, anxiety, migraine, fibromyalgia, ovarian cyst, dyspareunia, dysmenorrhoea and alopecia outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, feeling abnormal, fibromyalgia, headache, menorrhagia, migraine, mood swings, ovarian cyst, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs+mr received- lot number were added. New events mood swings, brain fog, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), urinary tract infection, yeast infection, pid, depression, anxiety; migraines, headaches, ovarian cysts, fibromyalgia, , dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hair loss, she underwent an essure confirmation test were added. Event injury update to pelvic pain. New reporter, patient information were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid') in an adult female patient who had essure (batch no. B02269) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she underwent an essure confirmation test." On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), feeling abnormal ("brain fog"), mood swings ("mood swing"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia),"), urinary tract infection ("urinary tract infection"), vulvovaginal mycotic infection ("yeast infection"), headache ("headaches"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), fibromyalgia ("fibromyalgia"), ovarian cyst ("ovarian cysts"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, pelvic pain, feeling abnormal, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, vulvovaginal mycotic infection, headache, depression, anxiety, migraine, fibromyalgia, ovarian cyst, dyspareunia, dysmenorrhoea and alopecia outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, feeling abnormal, fibromyalgia, headache, menorrhagia, migraine, mood swings, ovarian cyst, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid') in an adult female patient who had essure (batch no. B02269) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple allergies. Concomitant products included alprazolam, butalbital;caffeine;paracetamol (fioricet), ethinylestradiol;etonogestrel (novaring), ibuprofen and modafinil. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia),") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced pelvic pain ("pain") and migraine ("migraines"). In (B)(6) 2014, the patient experienced ovarian cyst ("ovarian cysts") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced feeling abnormal ("brain fog") and urinary tract infection ("urinary tract infection"). In (B)(6) 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced depression ("depression"), anxiety ("anxiety") and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced mood swings ("mood swing"), vulvovaginal mycotic infection ("yeast infection"), headache ("headaches") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, feeling abnormal, mood swings, urinary tract infection, vulvovaginal mycotic infection, headache, depression, anxiety, migraine, fibromyalgia, ovarian cyst, dysmenorrhoea, alopecia and arthralgia outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia and dyspareunia had resolved. The reporter considered alopecia, anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, feeling abnormal, fibromyalgia, headache, menorrhagia, migraine, mood swings, ovarian cyst, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.9 kg/sqm. Imaging procedure - in (B)(6) 2013: essure confirmation tes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: pfs received : events added- joint pain. Patient demographic added, essure removal date added, events outcome updated, events onset date, events severity, concomitant drug added, lab data added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.